Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital stating the device had been beeping for two weeks. No magnet tones were present and attempts to interrogate the ICD were unsuccessful.